Event description:
The patient was a (B)(6) year old male with rectal adenocarcinoma with metastasis to the liver. He was enrolled in the (B)(6) clinical trial on (B)(6) 2021, on which date he underwent surgery for hepatic arterial infusion pump placement. Post-op, the patient was unable to receive hai therapy due to a persistently elevated bilirubin. He was able to receive systemic chemotherapy alone, a deviation from typical trial protocol. The patient received his first dose (c1d1) of folfiri on (B)(6) 2021, and second dose (c1d15) on (B)(6) 2021 while in the hospital. After discharge, the patient continued to return to clinic as normally scheduled for the trial, but was still unable to receive hai therapy due to his elevated bilirubin. He received c2d1 folfiri on (B)(6) 2021, and c2d15 on (B)(6) 2021. He was due to return to clinic on (B)(6) 2021 for his first re-staging scans while on trial, and then on (B)(6) 2021 for c3d1 of therapy. On the morning of (B)(6) 2021, clinical trial coordinator discovered that the patient's appointment for CT scan had been cancelled. Coordinator communicated this with the nursing staff for the medical oncologist and the surgical oncologist, who then received a voicemail from the patient's wife stating he had passed on (B)(6) 2021. Treating surgical oncologist reached out to the patient's wife after completion of clinic, at which time more details were provided. The wife reported that the patient had been sleeping the morning of (B)(6) 2021, made a strange noise, and then had no pulse. She had called 911 and then started CPR, but with no success. The patient passed on (B)(6) 2021, and was subsequently taken off study/off treatment. Attribution has been determined to be disease progression, and not related to study treatment or study interventions. FDA safety report ID# (B)(4).